Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Damaged staple height selector. The analysis results found that the instrument was received with the height selector damaged and the support spring detached. In addition, a cartridge reload was loaded in the instrument. The cartridge reload had the swing tab in the locked position, and the proximal one driver up and the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. No functional test could be performed due to the condition of the reload. The device was disassembled to verify the condition of the internal components and the staple height selector was detached from the adjusting plate and the support plate was loose. While no conclusion could be reached as to how the staple height selector and support spring became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a colon procedure, the staples would not release. The trigger of the stapler stayed blocked; when the surgeon tried to activate the device with the first reload, there was no stapling. The surgeon used a second reload and the same issue occurred. The surgeon had felt a high resistance but didn't hear any unexpected noise. The surgeon used a new stapler to perform the procedure without further issue. There were no adverse consequences for the patient. Additional information was requested, but to date, no additional information has been received.